Event description:
The customer reported getting a shock equipment malfunction message.

Manufacturer narrative:
(B)(4): the customer reported getting a shock equipment malfunction message. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.